Manufacturer narrative:
(B)(4) - film (x-ray, fluoroscopy, ivus, CT, MRI etc.). Results: (no conclusion can be drawn).

Event description:
The physician deployed a 6 mm diameter x 150 mm length complete se (self expanding) peripheral stent in a patient to treat a femoropopliteal extense lesion. It was reported that for optimized results after conventional pta-ballooning, the complete se stent sized 6x150mm was requested to cover a long segment. After deployment of the device, it was reported that the stent appeared shorter than the expected size. No patient injury occurred and no clinical sequelae were reported. Cine image review: still images of the procedure were provided for review. The images appear to show 8-9cm stent deployed.